Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6

Manufacturer narrative:
Device evaluation: assessments of the complaint are: deflation: one opening observed on patch bond edge side assessed as unidentified (tear) opening (shell thickness was within specification). Additional observations: creases were observed. Wear abrasion observed. Yellow particles observed inner the surface of the shell. No further actions are required as the device was implanted.

Event description:
Patient reported left side deflation. Device has been explanted.